Event description:
The reporter indicated that on (B)(6) 2023, a 13.2mm, vticmo13.2, -12.5/2.5/091 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023, a replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
A1:(B)(6). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).